Event description:
It was reported that pump experienced malfunction alarm identified as malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if any further malfunction occurred.